Event description:
It was reported that during right ventricular (rv) lead implantation, the lead appeared to have moved from where it was implanted, and the lead was repositioned. The patient became hypotensive while on the table and a performed echocardiogram confirmed pericardial effusion. A drain was placed and 450 cc (or 450 ml) of blood was removed. The patient experienced cardiac tamponade and the drain was left in place until the bleeding stopped. It was further reported that the patient¿s blood pressure recovered, and the patient was transferred to the intensive care unit (ICU). The lead measurements were normal, and the physician believed that the rv lead was involved with the perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.